Event description:
(B)(6) reported that the altitude sensor went off in error multiple times. There was no reported impact to the customer¿s blood glucose level. No additional information was received regarding the outcome of the event.